Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,(B)(6) 2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer pocket failed. A field service engineer (fse) manually popped out pockets and cleaned out the monoclonal antibodies. Fse replaced the retractor bands, drawer controller to resolve the issue and recovered the drawer pockets. Fse ran hardware test application diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie was broken. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Correction: section d medical device model, unique device identifier (UDI), section g manufacturing location, reporting source. The reported condition of broken cubic was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. The device was initially evaluated by the bd fse under wo (B)(4). Found drawer 3-1 pocket e4 failed. Manually popped out pockets. Cleaned out moab. Replaced retractor bands and drawer controller. Found a cut on a retractor band. Replaced moab. Client was able to recover drawer and pockets. Finally, the fse ran hta diagnostics. During dchu visual inspection: p/n 122275-01: one assembly was received with signs of thermal damage due to friction on the cable shielding, which exposed copper wires. Closer inspection using a microscope confirmed the damage as burn marks. The second assembly had no signs of physical damage, missing components or fluid ingress. P/n 126616-31: the part was received with no signs of physical damage, missing components or fluid ingress. During dchu testing: p/n 122275-01: since thermal damage was detected on one assembly, no testing was performed. On the second assembly, a calibrated digital multimeter was used to identify continuity between connectors. No anomalies were found. Since the components belong to a legacy drawer, no functional testing can be performed. P/n 126616-31: since the components belong to a legacy drawer, no functional testing can be performed, so it was taken apart to inspect further damage on the internal components. Internal inspection: after disassembling, an inspection was conducted on the muscle wires and cubie connector pins, with no anomalies detected. A dmm test was performed on the fuses located on the moab, no damage was detected. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint was the friction on the cable shielding which exposed the copper wires and shorted against the chassis of the drawer, which lead to the observed thermal damage that compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie was broken. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. As per part investigation, it was determined that there were exposed copper wires and shorted against the chassis of the drawer, which lead to the observed thermal damage. There were no adverse events or injuries reported based on this incident.